Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the screen is blank. After inserting a new battery the insulin pump alarmed battery out of limit. The screen is now at the home page with a solid black dot. The customer also stated the pump alarmed low battery. The customer's blood glucose was 36 mg/dl, the customer treated with candy bars. The customer was advised to change the battery and was assisted with re-setting the insulin pump. The customer was advised to clean his battery cap occasionally. The device will not be returned.